Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we found that the third port of the device had a hole, which compromised its functionality. The incident was identified immediately during the first dialysis session, which allowed the situation to be controlled without further complications." A new catheter was used. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we found that the third port of the device had a hole, which compromised its functionality. The incident was identified immediately during the first dialysis session, which allowed the situation to be controlled without further complications." A new catheter was used. The patient's current condition is reported as "unknown".